Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site and identified two (2) handpieces (serial numbers: (B)(4)) with error 291-hand piece not connected. Customer plans to replace these handpieces. The customer unit was functionally tested by the fss and it was found to meet amo specifications. Fss performed the preventative maintenance (pm) on the system and it was certified for service contract. The system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that they are getting the handpiece disconnected errors (error 291-hand piece not connected) during the case and it is forcing them to end the case and start a new one. The customer tried multiple handpieces and finally swapped out the system for another one. It was reported that there was patient involvement and the customer had to swap out systems to complete the case. It was reported that the cases were completed successfully. There was no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.